Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation. One 6fr introducer sheath along with the dilator were returned for product evaluation. Visual inspection revealed a kink on the sheath. The 3wsc handle and locking pin were returned separated from the side tube. Microscopic examination revealed damage on the 3wsc body, which is most likely due to excess rotation the 3wsc handle. No anomalies were noted with the dilator. A new 3wsc assembly was obtained in order to replicate the damage seen in the complaint sample. A similar kind of damage was observed on the 3wsc body when the handle was rotated beyond the required limit. The outer diameter of the 3wsc was measured to be 6.11 mm using a vernier caliper; which is within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the 3wsc handle may have been rotated beyond the required limit which resulted in the breakage and separation of 3wsc and locking pin from the side tube. The inability to inject contrast is likely due to excessive rotation of the 3wsc handle which caused misalignment between the holes on the 3wsc and inner lumen of the side tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved ik device leaked. The physician went to inject contrast through the side port of the sheath; however, the contrast would not pass through, and the shot back out. When he unlocked the syringe, the side valve exploded allowing high flow bleeding. The doctor applied femoral pressure and exchanged the sheath out. He then completed the case without any issue. Estimated blood loss was less than 250cc. The patient's condition was reported to be good, and the procedure outcome was good. Additional information was received on march 29, 2019. The patient was reported to be in stable condition. The procedure was successful after replacing the damaged sheath.